Event description:
The customer reported to olympus the visera elite xenon light source front panel was blinking during preparation for use in a diagnostic laparoscopy procedure. A similar device was used to complete the procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: d9 - device availability and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions was found during the device evaluation: dust inside the unit. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.